Event description:
On (B)(6) 2012, a neurodiagnostics coordinator at the explanting facility reported that the patient's vns was not explanted. The reporter stated that there was discussion between the hospital radiologist and the device manufacturer regarding explant of the vns because physicians wanted to do an MRI; however, explant was not performed as they felt it would be unsafe to perform an MRI of the heart because of the portion of the leads left on the vagus nerve.

Event description:
On (B)(6) 2012, the patient's physician responded that he was unable to provide additional information without reimbursement. Attempts for product return were performed. On (B)(6) 2012, information was received from the explanting facility that the individuals that processed device returns at the facility did not have the explanted device. No additional information was available.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012, it was reported that this vns patient went to the hospital after having a heart attack. After interventions took place to treat the patient, the generator could not be interrogated and may have been damaged by the medical actions taken. Prior to this date, it was reported that the patient's device was working fine. In order to troubleshoot, the wand battery was checked, and it was ensured that the handheld device was not plugged into the wall. On (B)(6) 2012, a battery life calculation was performed with negative results. On (B)(6) 2012, a physician reported that this vns patient experienced a cardiac arrest on (B)(6) 2012 and was revived with an AED. The physician stated that the patient's device could not be interrogated, and the physician was concerned that the patient's device had been damaged by the defibrillator. The physician was unsure of the relationship of the cardiac arrest to vns, but his impression was that the cardiac arrest event had nothing to do with vns. On (B)(6) 2012, it was reported that the patient was scheduled for generator explant on (B)(6) 2012. The lead was to be left in to prevent possible nerve damage and allow for the option for generator re-implant in the future. After explant the patient was to be sent to a facility for cardiac monitoring. Attempts for product return will be made. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Explant date, corrected data: previously submitted MDR stated the explant date as (B)(4) 2012. Additional information was received stating that the device was not explanted so the explant date is not applicable. This report is being submitted to correct this information.